Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss and longtrace displays charge, battery lasts less than expected, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did receive low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.